Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 300 mg/dl. The customer administered correction boluses via the insulin pump; however, the customer's bg levels remained elevated throughout the day. Reportedly, after changing the supplies on the pump, the customer was able to lower bg level to 60 mg/dl. Then, the customer corrected bgs by eating sufficiently. Recommendation was made to discuss diabetes management with health care provider.